Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and the device would not turn on. Due to the device not turning on, an investigation could not be completed. The reported event of an error icon display could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the receiver displayed call tech support err. No additional patient or event information is available. The receiver has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.